Manufacturer narrative:
B5: the reporter indicated, that the surgeon implanted a 12.6mm vtich12.6; 0.50/4.0/113 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced excessive vaulting. Lens remains implanted. H6: type of investigation: lens work order search. No similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's right eye (od). The lens was reported to be too big. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).